Manufacturer narrative:
Device used for treatment, not diagnosis. Patient initials/name, weight, and date of birth not provided. Literature citation:, gallia, gary l. M.d. And et al. (2010) "lumbopelvic reconstruction after combined l5 spondylectomy and total sacrectomy for en bloc resection of a malignant fibrous histiocytoma." Neurosurgery 67: e498-e502 (united states). This report is for unknown spine distractable synex cage unknown quantity, unknown lot UDI: unknown part number, UDI is unavailable device not available for return. Number 510k not available. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article gallia, gary l. M.d. And et al. (2010) "lumbopelvic reconstruction after combined l5 spondylectomy and total sacrectomy for en bloc resection of a malignant fibrous histiocytoma." Neurosurgery 67: e498-e502 (united states). A (B)(6) woman presented with a history of a mass involving the sacrum with a history and diagnosis of sarcoma. Initially the patient declined surgical resection and underwent chemotherapy and radiation but progressed to the point where she was unable to ambulate secondary to distal lower extremities. Pelvic CT scan demonstrated a destructive lesion involving the entire sacrum extending superiorly to also involve the l5 vertebral body and its posterior elements. The patient proceeded with a surgical resection and underwent a multidisciplinary 2 staged surgical procedure for en bloc resection of the sarcoma and reconstruction of the lumbopelvic junction. In stage one the l4-l5 disk was incised and removed with pituitary rongeurs from both left and right sides. Post-operatively the patient developed increasing abdominal pain. A CT scan showed a complication of dilated bowel loops and large pelvic hematoma. The second stage was performed 7 days after the initial surgery. A midline incision extended from l1 to beyond the coccyx. L1-l4 pedicle screws were placed bilaterally and a l4 laminectomy was performed. The entire l5 vertebral body and sacrum along with the sarcoma were removed en bloc. The hematoma from the initial surgery was removed and during the removal it was noted a vascular injury (2cm laceration at the iliac veins and inferior vena cava) was noted. The injury was repaired. For reconstruction of the lumbopelvic junction a transiliac rod was placed. A distractable synex cage (synthes) was modified to have two openings in both endplates. The modified cage was placed over this rod superiorly resting on the inferior aspect of the l4 vertebral body. A second transiliac rod was placed and iliac screws placed bilaterially with a variable angle screw system and connected by a rod. Patient lost 8.5 liters of blood during the procedure. Post-operatively, at three weeks, the patient developed a small opening, a disruption of the posterior wound. The wound was opened irrigated debrided and then closed. No signs of infection were noted. The patient also had developed a deep vein thrombosis on the left lower extremity. Fifteen weeks after the initial surgery, the patient presented to the clinic with significant diffuse pain. CT scan revealed extensive metastases. Patient died 5 months after the initial surgical procedure. This is report 1 of 1 for (B)(4). This report is for unknown spine distractable synex cage.